Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 3.0, lab: 10.0. Therapeutic range: 2.0-3.0. Customer reported that the pt came into the office with excessive bruising. Lab draw was taken immediately as physician was concerned about the inratio result.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 3.0, reference = 10.0, mean = 6.5, confidence limits = na. The mean of the inratio meter and comparative system inr were calculated. Product support was unable to calculate the confidence limits for inr testing. Since the mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 310828 on (B)(4) 2013. Results as follows: donor a) (B)(4); inratio: 3.2, 3.0, 2.9; reference: 2.40; bias threshold: 1.40 - 3.40; %cv: 5.04. Donor b) (B)(4); inratio: 1.4, 1.7, 1.8; reference: 1.63; bias threshold: 1.13 - 2.13; %cv: 12.74. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.